Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the insufflator to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The insufflator was analyzed and found upon visual inspection, no issues were found that would be related to the reported event. Unit was installed onto the known good in-house system and powered on with error message 2125. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer called in with an error on the insufflator. Site had done several restarts with no change. Clinical sales representative (csr) advised them to bring in external insufflator for the case. The procedure was completing as planned with no reported injury.